Event description:
The customer allegedly was in the powerchair when he leaned forward and downward to pick up a can; he inadvertently hit the controller / joystick putting the unit in motion and hit a wall. The unit was not shut off at the time; user error. The user sustained a punctured elbow requiring hospital / ER visit for one day.

Manufacturer narrative:
Method - product is being held due to pending litigation. Results - event reported to pride as user error.